Event description:
Info received indicates the brake caster at the foot end of the bed will not hold when in brake.

Manufacturer narrative:
The technician adjusted the brake caster to repair the bed.